Event description:
Procedure type:low anterior resection. According to the reporter: the stapler locked up during application in lar procedure, tissue was observed in the closed jaws. There was minimal tissue loss; tissue damage. Tissue was excised after firing a ta60 distal to the staple line. No medical intervention required. No extension to surgical time required. Nothing fell in the surgical cavity. There was no unanticipated blood loss of more than 500cc, no extension of the incision by more than one inch, no medical intervention required. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4).